Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the stylus would not calibrate and the bezel/overlay assembly was replaced. The stylus was missing so a replacement was installed and calibrated. (B)(4).

Event description:
It was reported that the programmer's stylus touch pen would not calibrate. The programmer was returned for service. No patient c omplications have been reported as a result of this event.